Manufacturer narrative:
A correlation between the device and the report of suspected thrombus could not be conclusively determined. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient presented to the clinic on (B)(6) 2015 for rapid follow-up due to an elevation in the patient's lactate dehydrogenase (ldh) level along with symptoms of general malaise and fatigue. The patient's ldh had increased from 270 u/l to 856 u/l. The patient had a plasma free hemoglobin level of 14 g/dl and inr of 2.4 with no hematuria. The patient was on aspirin and plavix. While admitted, plavix was replaced with prasugrel and the patient was started on integrilin. Both medications were reportedly effective in bringing the patient's hemolytic markers down within 72 hours and were then discontinued. However, they were restarted within 48 hours due to a resurgence in the patient's hemolytic markers. Ultimately, it was thought that a pump exchange was required and the pump exchange was completed on (B)(6) 2015.

Manufacturer narrative:
This report is regarding the patient's initial pump exchange for suspected pump thrombus. The referenced patient expiration was reported under medwatch MFR report# 2916596-2015-02371. Approximate age of device - 1 year, 4 months. The device was not available for evaluation. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. The patient was originally implanted on (B)(6) 2014. It was reported that the patient underwent a pump exchange on (B)(6) 2015 due to suspected device thrombosis. The patient again developed signs of suspected device thrombosis, however, the patient was non-compliant and another pump exchange was ruled out. The patient was put on palliative care and expired on (B)(6) 2015. No further information was provided.